Manufacturer narrative:
D4 - lot#: pl6311-a. But could not be located in the database. D4 - catalog: provided numbers; 8351, 8352, 8353, 8354, 8355, 8356, 8357, 8358. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient experienced phlebitis in right upper limb, erythema and fever. The type of procedure was a treatment at inpatient care. There was patient involvement and no harm was reported. This complaint was reported to the regulatory agency anvisa, reference number is (B)(4).